Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.

Event description:
The customer reported that the ventilator went vent inop during normal ventilation operation due to a data acquisition pcba adc failure. The customer reported the device was in use on a patient and there was no patient harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. As the device is out of warranty, the facility biomedical engineer contacted manufacturer's product support (pse) for assistance. Pse advised the biomedical engineer to evaluate the data acquisition pcb board for replacement. The initial report indicated the device did not alarm during the reported problem, however the biomedical engineer reported the alarm was functioning during testing. The biomedical engineer reported the unit was tested and run for several hours, and the reported problem was not duplicated. The unit was placed back into service.